Event description:
It was reported that during the implant attempt, prior to removing the packaging, the device was interrogated and had low battery voltage and wouldn't charge. After ten minutes, there was no improvement. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.